Manufacturer narrative:
(B) (4). Stent broken.

Event description:
It was reported that as the physician was advancing the stent delivery system over the guidewire, the stent moved along with the guidewire. "It seemed the stent was broken". No further info was provided. Pt was reported in good condition.